Event description:
On (B)(6) 2012, it was reported that the pt¿s infusion device shut down without any warning or prior alert that the battery was low. The pt changed the battery in the infusion device and was able to restart the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned of for eval.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the pump were tested and meet the specifications. The pump housing meets the specifications, and no damages on the mechanical components could be detected. The problem mentioned by the customer could not be reproduced. The investigation of the pump history showed that power interrupt errors appeared during the priming process. This was caused by a hard mechanical impact during use of the device. The battery cover passed the optical inspection.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.